Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is no longer experiencing effective therapy from his scs system. The patient also declined reprogramming or troubleshooting. The patient desires to undergo surgical intervention as the next course of action.